Manufacturer narrative:
(B) (4). (B) (4). Damaged sleeve assembly. The analysis results found that the sleeve was returned with a deformation at the distal end; however, it was not fractured. It could not be determined what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a da vinci hysterectomy procedure, the trocar sheath fractured during insertion. Another device was used to complete the procedure. There was no adverse consequence to the pt.